Event description:
Prior to the implant procedure, rotation difficulty was noted on the helix of the right atrial (ra) lead. The ra lead was replaced with no patient consequences.

Manufacturer narrative:
The reported event of difficulty extending and retracting the helix was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations found the helix to be bent. Without cleaning, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being bent.